Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the ventricle was perforated. The patient was stabilized and the procedure was completed. It was noted that the pacing thresholds were not measured again through the device after the perforation was treated. The device was programmed with tachy therapy off while the patient was monitored in the hospital. It was reported that the patient was doing well. No additional adverse patient effects were reported.